Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer had gotten the pump wet. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.